Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452871m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an issue with loss of all ECG signals occurred. The carto 3 system displayed an error 7 (current leakage error) when the ablation catheter was connected to the patient interface unit (piu). To troubleshoot, the piu was rebooted, reseated the ECG cable and the grounding cables, and the catheter cable was replaced but the issue persisted. The catheter was replaced, the issue was resolved, and the procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. No adverse patient consequences were reported. The current leakage error was displayed due to no body surface (bs) cable signals. The signal interference (noise/loss) was observed on all three channels (intracardiac (ic), bs or all ECG (bs + ic). The signal interference (noise/loss) was observed on carto® and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm. The affected catheter was inside the patient¿s body during signal interference/loss.